Manufacturer narrative:
Due to character limit, e1 (event site name): (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) experienced an internal shutdown related to an electrical power loss. Fault codes 112, 111, and 78 were identified in the logs. There were no patient harm or injury was reported.

Manufacturer narrative:
Another contact info: (B)(6) updated fields: b4,b5,b6,b7,d10,g3,g6,h2,h6(medical device problem code, type of investigation, investigation findings, health effect impact codes, investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fault codes 112, 111 and 78 were identified in the logs and correlated with the executive processor board. The fse troubleshot the unit, reflashed the software, and performed calibration, safety, and functional checks according to the service manual. All tests passed to factory specifications, and the device was returned to clinical service.

Event description:
It was reported, during routine check that the cardiosave intra aortic balloon pump (iabp) experienced an internal shutdown related to an electrical power loss. Fault codes 112, 111 and 78 were identified in the logs. There was no patient involved.